Manufacturer narrative:
09-feb-2016 product investigation results: the reporter returned one oral-b rechargeable toothbrush handle on 19-jan-2016. Manufactured as intended based on investigation. Root cause for the wear is the usage over a long time. The handle has reached its end of life.

Event description:
Hit cheek causing a little wound on right cheek [mouth injury]; hit teeth [tooth injury]; stabbed in face [face injury]; plastic collar that surrounds the metal post cracked so the brush head came off in mouth [device breakage]; brush head came off in mouth causing wound on cheek, stabbed in face [injury associated with device]. Case description: a (B)(6) female consumer reported that she used an oral-b triumph professional care denta-pride, version unknown, and the plastic collar that surrounds the metal post of the toothbrush cracked, causing the oral-b brushhead, version unknown to come off in her mouth and it stabbed her in the face. She reported that the metal post hit her in the teeth and right cheek which caused a little wound on her cheek. She stated she had the oral-b triumph power toothbrush for a long time. The case outcome was recovered.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Hit cheek causing a little wound on right cheek [mouth injury]. Hit teeth [tooth injury]. Stabbed in face [face injury]. Plastic collar that surrounds the metal post cracked so the brush head came off in mouth [device breakage]. Brush head came off in mouth causing wound on cheek, stabbed in face [injury associated with device]. Case description: a (B)(6) year old female consumer reported that she used an oral-b triumph professional care (B)(6), version unknown, and the plastic collar that surrounds the metal post of the toothbrush cracked, causing the oral-b brushhead, version unknown to come off in her mouth and it stabbed her in the face. She reported that the metal post hit her in the teeth and right cheek which caused a little wound on her cheek. She stated she had the oral-b triumph power toothbrush for a long time. The case outcome was recovered.